Event description:
The overstimulation occurred when the intensity was being increased at the start of the treatment. The unit was connected to a pt. No reported injury treatment and/or post injury treatment was reported by the complainant.

Manufacturer narrative:
Previously investigated. Known potential shock and potential burn due to transient over-voltage within the circuitry causing components to fail and potentially shock or skin burn to the pt beneath the electrodes. Unit circuit boards were replaced onsite with preventive software.